Event description:
The following information was reported: according to the staff directly involved in the case, the mynxgrip (5f) vascular closure device was inserted into the procedural sheath, the balloon was inflated, pulled back to the tip of the sheath and the balloon ruptured. A second mynxgrip (5f) vascular closure device was inserted with the same result at the same step. The staff said they didn't notice any protrusions at the end of the sheath and that the angiogram was "perfect" with no calcium. Manual compression was applied for 15 minutes. The patient was not hospitalized. Procedure type: diagnostic vessel type: peripheral vessel size: 6 mm stick location: medium sheath size: 5f.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. A possible cause of the taper to taper tear in the balloon could have been from a rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode being a taper to taper tear. In this case, two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1423213) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medical device report 3004939290-2014-01061 for the first device.